Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "leaking at the blue winged cap" was confirmed. This is a single use device and will not be repaired. No other observation was found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) that one (1) regional analgesia infusor w/patient control module was observed leaking at the blue winged cap after filling. The device was filled with naropin. There was no patient involvement. No additional information is available. This is report 7 of 7 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4).additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.